Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Medical records alleges edema.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient initiated complaint received. Patient stated "hello. I am trying to find out if the depuy knee replacement I had done in (B)(6)2015 is a recall. I have been told that it is coming loose and I need to have it reconstructed. I've not been able to walk much on it ever since it was put in my knee. I've had a lot of pain because of it. Two surgeons have told me it's coming loose. I'd like to know if it's been recalled in the past. It is an attune replacement, catalog #1516-50-505, lot #8037960. I wasn't sure who to contact. I got your email address from depuy website. If you are not the correct one, please forward this to someone who can help me. I would deeply appreciate it." / / investigation method: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination(s) it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible for the unknown lot code(s). Authorization forms have been sent for medical record release to aid in our investigation. To date, completed forms have not been received. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. / / investigation summary: patient initiated complaint received. Patient stated "hello. I am trying to find out if the depuy knee replacement I had done in (B)(6) 2015 is a recall. I have been told that it is coming loose and I need to have it reconstructed. I've not been able to walk much on it ever since it was put in my knee. I've had a lot of pain because of it. Two surgeons have told me it's coming loose. I'd like to know if it's been recalled in the past. It is an attune replacement, catalog #1516-50-505, lot #8037960. I wasn't sure who to contact. I got your email address from depuy website. If you are not the correct one, please forward this to someone who can help me. I would deeply appreciate it." No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Corrective action was not indicated.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) was used to capture surgical intervention. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null.